Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Investigation of returned suspect device found that the psu powered up with all the leds lit. In this condition, the psu was unable to initialize or communicate with the scu. A check of the event log indicated the firmware was missing or corrupted. The firmware was able to be updated to revision 14. The psu was then able to communicate with the scu and track instruments. The psu passed an aak test at .23 mm with a passing threshold of .35 mm but had great difficulty tracking through the back end of the volume. Due to the age and condition of the psu, it will not be repaired and returned to service inventory. A replacement camera was shipped to the site. The issue was resolved with the replacement. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the system's camera was cycling within the cranial application. It was also noticed the system did not work. She attempted to run the camera firmware (rev 14) but it showed that the camera was not connected. The mdt rep tried a different system's camera and the system was fully functional. There was no patient present when this issue was identified.